Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose level was 80-150 mg/dl.